Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a jts, distal femoral replacement was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2014. The surgeon reported fracture of the tibial stem. The x-ray image provided shows a fracture of the tibial stem at junction of the tibial stem and the tibial tray, which confirms the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that there was a fracture of the passive tibial stem. Revision surgery date has yet to be determined.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a fracture of the passive tibial stem. Revision surgery date has yet to be determined.